Event description:
Information was received based on review of a journal article titled, ¿patient dissatisfaction following total knee replacement¿, which aimed to quantify the degree of residual symptoms and specific functional deficits in young active patients who had undergone total knee arthroplasty using currently used components and surgical techniques, to determine whether socioeconomic factors (income, education level, employment status) and demographic factors (gender, minority status) were associated with satisfaction following total knee replacement, to assess the impact of novel implant designs, and to measure the impact of surgical techniques such as the use of custom cutting guides versus standard instrumentation and kinematic alignment versus mechanical alignment with regards to patient satisfaction and function. Over an unknown time period, a total of 1139 potential participants were identified meeting the inclusion criteria. Of these, 661 patients completed interview for final analysis, with a mean age of 54 years at the time of surgery with 61% being female. Patients were contacted at a mean of 2.6 years after operation; the incidence of pain in 33%, stiffness in 41%, grinding or other noise in 33%, swelling or tightness in 33%, difficulty getting in and out of a car in 38%, difficulty in rising from a chair in 31%, and difficulty with stairs in 54%.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by d. Nam, r. M. Nunley and r. L. Barrack. Washington university school of medicine/barnes-jewish hospital, st.louis, missouri, united states. Bone joint j 2014; 96-b(11 suppl a):96-100. Manufacture date ¿ unknown.